Manufacturer narrative:
On 19 october 2015 it was prepared a final report with the information already submitted in the initial report and in the follow up #1. The investigation of the manufacturer has not resulted in any conclusive results as of 19-oct-2015, yet remains on-going. If any informative results are provided, the complaint record will be re-opened and updated as appropriate. On 19 oct 2015 the final report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
The complaint has been re-opened to add new information received from greatbatch (manufacturer): on (B)(6) 2016, greatbatch provided the final report of the analysis performed on the size 52 reamer involved in this complaint (acetabular reamer ø 52, code 01.30.10.3152, lot. 8471870001), reporting the following information: the sample was valuated and the claimed dullness confirmed (blunt and dull teeth). The device history records (dhrs) were reviewed: no discrepancy was found. It couldn't be possible to know how many times the item has been used, but on the basis of the data provided it was only possible to estimate an approximate number of usages and it was found that it should have been used in about 128 surgeries: it must be considered that the item is validated for 60 uses, so this limit was exceeded. A trend analysis was performed related to this issue and it was found that other three similar complaints were received. Dull reamers are a common complaint which occurs as a result of the product exceeding its expected use. On mar 2, 2016 we asked for investigations on the other two instruments involved in the case (reamers size 54 and 56) and the manufacturer replied that the other two reports would have followed.

Manufacturer narrative:
On 11 march 2016 (B)(4) provided the final report of the analysis performed on the size 56 reamer involved in this complaint (acetabular reamer ø 56, code 01.30.10.3156, lot. 8523380001 ), reporting the following information: the sample was valuated and the claimed dullness confirmed (blunt and dull teeth). The device history records (dhrs) were reviewed: no discrepancy was found. It couldn't be possible to know how many times the item has been used, but on the basis of the data provided it was only possible to estimate an approximate number of usages and it was found that it should have been used in about 123 surgeries: it must be considered that the item is validated for 60 uses, so this limit was exceeded. A trend analysis was performed related to this issue and it was found that other three similar complaints were received. Dull reamers are a common complaint which occurs as a result of the product exceeding its expected use. IFU instruct customers to discard instruments with dull cutting edges or damages. No further investigation required. (B)(4) will continue to monitor for trends.

Manufacturer narrative:
On 14 april 2016 greatbatch provided the final report of the analysis performed on the size 54 reamer involved in this complaint (acetabular reamer ø 54, code 01.30.10.3154, lot. Gb2476027), reporting the following information: the sample was valuated and the claimed dullness confirmed (blunt and dull teeth). The device history records (dhrs) were reviewd: no discrepancy was found. It couldn't be possible to know how many times the item has been used, but on the basis of the data provided it was only possible to estimate an approximate number of usages and it was found that it should have been used in about 65 surgeries: it must be considered that the item is validated for 60 uses, so this limit was exceeded. The product malfunction is a known inherit risk of the instrument and the surgical delay and patient complications can be attributed as a cause of the use of a reamer that does not perform correctly as it had exceeded greatbatch validated number of uses a trend analysis was performed from aug 2014 to dec 2015 for the part number set which contains part numbers spanning rom sizes 36 thru 80mm that are sold to medacta. Three similar cases were found; the occurrence rate for the failure observed is below the acceptable rate identified within the greatbatch risk management files. Dull reamers are a common complaint which occurs as a result of the product exceeding its expected use. IFU instruct customers to discard instruments with dull cutting edges or damages. No further investigation required. Greatbatch will continue to monitor for trends. On 10 may 2016 it was prepared a final report with the information already submitted in this report and in the previous ones. On the same date the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 27 august 2015 the retrieved items were visually inspected by quality control department with the following analysis: - # 52: the reamer is sharp. Some traces of rust are present on the backside, were the size is printed, so they had to be removed. - # 54: the reamer is sharp. Some traces of rust are present on the backside, were the size is printed, so they had to be removed. - # 56: the reamer is sharp. Some traces of rust are present on the backside, were the size is printed, so they had to be removed. It must be underlined that the rust found on the backside component of the reamers doesn't have any correlation with their claimed dullness. On 01 september 2015 a quality control employee used the control instruction of the reamers to make the following measures on the three items: · profile verification with projector profile machine with the specific drawing: conforming result; · visual control of the sharp cutting edge: conforming result. On 02nd september 2015 (B)(4) made the following test with the retrieved reamers: following the instructions of the surgical technique, we used a high density sawbone reaming it using the three reamers sizes 52-54-56. The test was successfully performed since each reamer has created the required space in which the correspondent cup is placed. In conclusion, the reamers seem sharp enough to be used during surgeries. On 03 september 2015 the items were shipped to the manufacturer for their investigation.

Manufacturer narrative:
Two additional acetabular reamers of sizes ø 54-56 are involved: catalogue: 01.32.10.3154; lot # gb2476027. Catalogue: 01.32.10.3156; lot # 8523380001.

Event description:
While reaming out the acetabular, the surgeon experienced extremely dull reamers (sizes 52,54, and 56). Their dullness caused the surgeon to have to re-ream and attempt to fit the trial cup in which would continually fail to seat. The additional attempts at reaming as well as trying to fit the trials caused a delay in surgeon by an hour. During the additional time the patient had heart complications. The patient was administered epinephrine while the surgeon was assessing the quality of reaming and trialing. It's speculation whether that additional time was related to the patients heart complications. It should be noted that the patient had previous a tha surgery completed on the opposite hip. The surgeon used a 56mm cup which was also the plan for this case. The surgeon had to go up to 58mm cup because this was the first reamer which was sharp enough to cut through bone and allow the trial to seat properly. It was a long process and very frustrating. Cut time was 12:05 pm and case ended at 2:12 pm. The reamers will be available for analysis.